Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that an employee obtained an injury from the sharp edges of the drip pan of their 6500 series hepa drying cabinet. The employee did not seek medical treatment and continued working.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the sharp edges. To resolve the issue, the appropriate repairs were completed. The unit was tested, confirmed to be operating according to specification, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a metal splinter after contacting a sharp edge of the drip pan of their 6500 series hepa drying cabinet. The employee sought medical treatment and the splinter was removed.